Event description:
The customer reported that no sounds are coming from the remote network station (rns) even though the rns was visually showing that it was alarming. No further information was provided except that no harm or injury occured during this event.

Manufacturer narrative:
The customer reported that no sounds are coming from the remote network station (rns) even though the rns was visually showing that it was alarming. No further information was provided except that no harm or injury occured during this event.